Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens scratched problem was experienced with the company cartridge, there was a patient contact but no intervention due to complaint. The harm continues with the patient. No further information available. There are 2 files associated with this report. This is 1 of 2.

Manufacturer narrative:
Two used company cartridges were returned loose wrapped in a paper towel. The cartridges were identified for two files. There is no way to differentiate the cartridges. The evaluation will be placed in both files. The two used company cartridges were numbered 1-2 for evaluation purposes. The two used company cartridges were microscopically examined. Inadequate viscoelastic was observed in the first cartridge. Both cartridges had internal damage on the left side of the tip. Both cartridges had evidence of placement into a handpiece. The used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat, internal disruption was observed on left side of tip. Qualified associated products were indicated. The root cause for the reported scratched lens could not be determined. Based on the review the returned used company cartridges, the reported scratch may have been internal coating material from the damaged company cartridge tip. One of the cartridges did not appear to have been adequately filled with viscoelastic. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).